Event description:
An hcp received a patient reading of 6-7% on the a1cnow kit compared to a different monitor that gave a reading of 9%. The difference between the tests could be clinically significant. No adverse events were alleged. Product was not replaced.

Manufacturer narrative:
(B)(4).